Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the pump had a crack on the case top of the reservoir casing by the o-rings. Troubleshooting was performed for damage and noticed cracked near reservoir o-rings. The customer states reservoir did not lock in place. The insulin pump will be returned for analysis.